Manufacturer narrative:
Age at time of event: 18 year or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately calcified right coronary artery. A 3.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was simply and completely removed from the patient's body. It was noted then that the stent struts was lifted. The procedure was completed with a non bsc device. No patient serious injury or adverse event were reported.